Event description:
It was reported that the device powered off during operation without warning even when plugged into mains power. The nurse reporting the incident stated that it could be a pump with a battery that required replacement and that staff had kept using the pump in spite of a replace battery warning showing on the screen each time the pump was turned on and thus contributing to the shut down. This cannot be confirmed as the pump was not checked for the replace battery warning prior to the battery being replaced by the biomedical team. The pump was connected to mains power when it shut down and was not being used on battery. The patient was receiving an inotrope infusion to maintain blood pressure. When the infusion suddenly stopped their blood pressure dropped immediately and hypotension occurred. The infusion set was changed over into another pcu and lvp within a minute and the patient's blood pressure returned to the correct level quickly without further medical intervention.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Manufacturer narrative:
Additional information: if other specify, imdrf annex a, g codes. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device powered off during operation without warning even when plugged into mains power. The nurse reporting the incident stated that it could be a pump with a battery that required replacement and that staff had kept using the pump in spite of a replace battery warning showing on the screen each time the pump was turned on and thus contributing to the shut down. This cannot be confirmed as the pump was not checked for the replace battery warning prior to the battery being replaced by the biomedical team. The pump was connected to mains power when it shut down and was not being used on battery. The patient was receiving an inotrope infusion to maintain blood pressure. When the infusion suddenly stopped their blood pressure dropped immediately and hypotension occurred. The infusion set was changed over into another pcu and lvp within a minute and the patient's blood pressure returned to the correct level quickly without further medical intervention. There was patient involvement but harm is unknown.